Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: there were several unexplained pump reboot events observed in the black box on 08/17/2016. The battery compartment and battery cap were undamaged and able to fit securely. The battery cap was tightened and unscrewed a half turn with no power issues observed. The ¿ez-prime¿ steps were performed correctly with no power interruption occurring. The alleged issue could not be duplicated.